Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported no audio output. The root cause was determined to be a defective g4 speaker assembly (B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6) 2014, resulting in a low that rendered patient unconscious while driving. Patient relayed hitting a rail and daughter was a passenger in the vehicle at the time of the incident. Patient further stated paramedics were called and administered glucagon and was then transported to the hospital where patient remained for four (4) hours and released. At the time of the call to dexcom technical support, no further medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were not functional, but device did vibrate. Patient relayed a current condition of feeling fine.

Manufacturer narrative:
(B)(4).